Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 534 mg/dl. A bolus via pump and manual injections were used to address bg. Cause of elevated bg was not known. During pump system check with tandem technical support, contact reported cartridge was used for 6 days. Contact declined to complete the system check.